Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation, the nozzle of the insufflation channel and the insufflation channel are clogged by a whitish chemical residue. Additional evaluation findings were as follows: the bending section cover glue damaged, the insertion tube, universal cord was wrinkled, the plug unit was scratched, the connector water mouthpiece was loosened and no air/water due to nozzle and channel clogging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no more aspiration during a diagnostic gastroscopic procedure. The intended procedure was completed with a similar device. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel and the insufflation channel are clogged by a whitish chemical residue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.